Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/08/2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the unit displayed a "blower high temperature alarm" . The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 14nov2018. Date of manufacturer: 14nov2018. Philip's field service engineer (fse) replaced the defective air inlet filter to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was back in service.